Manufacturer narrative:
The power flosser was returned to ohc for failure analysis with one usb wall adapter and one usb-c charge cord. Performed visual inspection observing deformation damage on the usb-c charge port. The visual features of the deformation damage are consistent with melting. Visual inspection of the returned charge cord shows melt deformation damage exclusively on the usb-c plug. No issues or abnormalities observed from the returned usb wall adapter. No other findings from the returned device. The cause of the customers complaint is a melted usb-c port. The root cause has been addressed and ph ohc implemented a design change. No further failure analysis on this device is required.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The customer reported to philips that the power flosser charger cord caught fire. There was no report of property damage or injury.